Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank display screen. Customer's blood glucose was 280 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display noted due to broken solder joint on the interface board. The insulin pump had cracked reservoir tube lip and minor scratched lcd window.